Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs were reviewed and lois (lean operating information system) was reviewed and there was no issues found relating to the complaint issue. A sample was not received at time of evaluation, however a photograph confirmed evidence of a dressing trapped in weld when reviewed. The investigation associated with the non-conformance(nc) was opened and has been approved and completed. A corrective action was initiated to address the manufacturing inconsistencies and additional training initiatives were implemented for the operators. No additional action is required and the complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: june 14, 2016. (B)(4).

Event description:
Information received from a medical supply dealer indicated and depicted via photo the dressing trapped in the weld of the seal.